Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 4.1 mmol/l at 7:00 p.m. On the aviva system and he injected 3.5 units of unknown insulin. The patient started to feel horrible at 7:05 p.m. And the blood glucose result was 1.7 mmol/l. The patient was treated with a sugar drink at 7:45 p.m. And the blood glucose result was 1.6 mmol/l. The patient's wife contacted the paramedics and he was transported to the hospital. The blood glucose results taken by the paramedics and at the hospital were not provided. The type of treatment provided by the paramedics and at the hospital was unknown. It is unknown how long the patient was in the hospital.